Event description:
During a procedure an attempt was made to use one resolute onyx coronary drug eluting stent when stent dislodgement occurred during insertion through the hemostatic valve. The device was inspected with no issues. There was resistance encountered when advancing the device. An attempt to proceed with implantation was made, however, prior to advancing the device into the right coronary artery, improper attachment of the stent to the balloon was identified. The stent had become displaced over the balloon catheter and the stent structure appeared shortened. As a result, advancement of the stent through the guiding catheter was not possible. To prevent potential device embolization, the stent was retrieved from the system. No patient complications were reported as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.